Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an "insulin occlusion" alert while using a 23" 6 mm teflon inset infusion set. The agent guided the user through inspecting the tubing for kinks, air bubbles, or blockages and confirmed insulin flow by performing a fill tubing test, during which insulin drops were observed. The user reconnected the tubing and resumed insulin therapy. The highest blood glucose (bg) recorded was 258 mg/dl. The user's reported symptoms during the event included thirst and dry mouth. No medical intervention was reported at the time of call.